Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified and moderately tortuous artery causing the reported failure to advance. During removal resistance with the anatomy was felt causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the heavily calcified, moderately tortuous distal right coronary artery (rca). Dilatation of the lesion was performed and the 4.00x23 mm xience skypoint stent delivery system (sds) was advanced but could not cross the lesion due to the anatomy. There was resistance noted with the anatomy during removal of the sds. A drug coated balloon was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.